Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and power loss alarm on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer was advised to complete the reservoir and tubing process, clear active insulin alarm, monitor the insulin pump and call back if issue persists.